Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the sheath on the structural balloon trocar was broken in the package. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rd was malfunction - reportable. The rd should be malfunction - non reportable. If information is provided in the future, a supplemental report will be issued.